Event description:
Device 1 of 2. Reference MFR report #1627487-2012-12854. It was reported the pt is experiencing pocket heating not related to charging. The pt reported two incidents of heating, and said the skin felt warm to the touch. It was also reported the stimulation is turning on and off without prompting. X-rays showed no anomalies. The physician believes the pt needs a new ipg. Note the pt received two leads with the same lot number.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.